Event description:
The patient was having a laparoscopic supracervical hysterectomy performed by one doctor, assisted by another two doctors, and a resident as well. While dissecting the tissue with a harmonic scalpel, the jaw at the tip of the instrument separated from the device and was retained in the patient's abdomen. Per surgeon's request, radiology was contacted to perform an xray on the patient in order to find the object. After two attempts at locating the object, xray confirmed that it was in the abdomen. The region of the abdomen was then reexamined using the laparoscope, but the object could not be located. The rep. From ethicon, was contacted and informed of the incident, who then contacted the manufacturer and found that the object was made of a medical grade implantable material and should pose no risk to the patient if left in the abdomen. Dr. Spoke with the patient's spouse and explained the situation; the husband did not want the surgeon to make an incision to locate the lost object. Item unable to be reteived, but poses no harm to the patient according to ethicon co.